Event description:
Provider states that the right brake handle is cracked where the screws attaches it toward the top of the assembly. Provider states that it appears the screw was put in to tight causing the crack overtime and use of the unit. No additional information provided.